Manufacturer narrative:
This case is received by seikagaku corporation on october 26, 2020 from the FDA as mw5097048 dated october 16, 2020. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 0020d24g.

Event description:
2020-unk - a male patient received gel-one. (B)(6) 2020 - the patient was in hospice. Event ongoing.